Event description:
While transferring a pt to a chair by means of mechanical lift, the strap on the side of the sling broke. The resident was above her wheelchair during the break and no injury occurred. The resident was approx 2 to 3 inches above her chair during the product malfunction. This problem occurred on 12/04/99 at approx 01:15 pm.